Manufacturer narrative:
Concomitant medical products: dtba1d1crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is far field r-wave (ffrw) oversensing on the atrial lead. The atrial lead was reprogrammed and remains in use. Additionally, it was reported that the right ventricular (rv) lead is fractured. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.